Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient underwent spinal fusion surgery using rhbmp-2/acs. The patient underwent multiple revisions on : (B)(6) 2006 , (B)(6) 2007 (l1-l5), (B)(6) 2007, (B)(6) 2008 , (B)(6) 2013 on an unknown date in 2007, the patient underwent extreme lateral interbody fusion for extension of fusion to l1-2. On (B)(6) 2011 the patient experienced chronic pain on (B)(6) 2012 the patient presented with bone growth tumors. Disc osteophyte complexity was observed at l2-l3 <(>&<)> l4-l5. On (B)(6) 2013 the patient presented with failed fusion due to definite pseudoarthrosis l5-s1 on an unknown date the patient presented with radiculopathy nerve damage